Event description:
Same case as 6000093-2007-00729. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The physician implanted 2 overlapping taxus express2 drug eluting stents, a 3.0x16mm and a 3.5x8mm, to the mildly tortuous, noncalcified, 95% stenosed lesion located in the mid the proximal left anterior descending (lad) artery. The lesion was pre-dilated with a non bsc 3.0x12mm balloon and post dilated with a 3.0x8mm and 3.5x12mm quantum maverick balloon. Plavix was given after the procedure and aspirin was prescribed. The pt condition post procedure was stable. Four days post procedure, the pt presented with chest pain and was diagnosed with in-stent thrombosis in the lad. The thrombosis was treated with an extraction catheter, dilation and by placing another stent, unknown type and size. Add'l info has been requested regarding this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.